Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant interrogations showed increasing and elevated left ventricular (lv) lead threshold. Reprogramming was attempted, however, there was no other programming options. The lead was deactivated. Later, it was determined that the patient would benefit from cardiac resynchronization therapy. The lead was capped and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.